Manufacturer narrative:
The dilator had been perforated proximal to the distal tip; the sheath was undamaged. A needle/stylet assembly from current inventory and the returned needle/stylet assembly were inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the perforation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the needle punctured the sheath during transseptal. No stylet was used to insert the needle. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.